Manufacturer narrative:
Product complaint # ==>(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: j laparoendosc adv surg tech a. 2025 jul;35(7):513-518. Https://doi.org/10.1089/lap.2025.0072 epub 2025 may 22. Pmid: 40402817.

Event description:
Title: long-term outcomes of sleeve gastrectomy at a veterans affairs medical center. The aim of this study is to determine long-term weight loss and resolution of comorbidities following an lsg (laparoscopic sleeve gastrectomy) in a veteran population. Between 2013 and 2019, a total of 153 patients underwent lsg were using harmonic scalpel and 0-vicryl fascial stitches. Reported complications are n=2; wound infections treatment: antibiotics n=2; unspecified complications treatment: required 2u packed red blood cells postoperatively n=4; unspecified complications treatment: required incisional hernia repairs in conclusion, lsg remains a safe and effective option for veterans with morbid obesity with concurrent resolution of several comorbidities. As the treatment of obesity continues to evolve, postoperative data remains critical to guide patient care.